Event description:
Caller reported intermittent occlusion alarms. There was no reported adverse impact on the customer's blood glucose level. The customer resolved the issue by acknowledging the alarms, splitting the bolus for delivery, and resuming insulin. Reportedly, the customer uses cartridges over 72 hours which is considered off label use with the mobi pump.